Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1800 mg/dl. The customer experienced excessive thirst, nausea and vomiting. The customer was also hyperventilating. The customer declined troubleshooting at the time of the call, and requested assistance priming the insulin pump. Nothing further was reported.